Manufacturer narrative:
The insulin pump was received with a blank solid white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments and partial display due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump had a crack on bottom and middle of screen. Customer's blood glucose value was unknown. The product will return for the analysis.